Event description:
Additional information received reported they were unable to rule out stroke due to the patient having difficulty speaking and right sided weakness. The patient had however kept improving in the hospital and was released on the following day. The patient¿s official diagnoses was transient ischemic attack (tia) and the patient also had an infarct. The healthcare professional had not related the lead as being the cause of the tia and felt it was an unrelated issue.

Event description:
It was reported the patient had been admitted to the hospital for a possible stroke. The CT scan had been done and it showed a distal end of lead tip to the brain and proximal end of the lead ends at the ear location. They could see added bulk at the proximal end of the lead by the ear. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v964030, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v964030, implanted: (B)(6)2012, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 3387s-40, lot # v964030, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v964030, implanted: (B)(4) 2012, product type lead.